Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net with instances of far r oversensing leading to episodes of inappropriate mode switching were observed. Review of stored electrograms confirmed the presence of far r signals. Programming changes were made during the patient's next visit.